Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the digital visual interface port was not working properly due to an issue with the video connection port. The digital visual interface port locking screw was loose, causing the pin to not lock properly. As a result, the video signal connection became loose or intermittent during inspection for use involving an olympus video system center. There was no patient involvement reported.